Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided.

Event description:
It was reported that implant was removed due to constant pain. Implant was replaced with a different size implant and patient is doing fine. Tooth location 4.

Manufacturer narrative:
One tapered screw vent (tsvtb10) was returned for investigation. Visual evaluation of the as returned product identified signs of usage and what appears to be bone pieces attached to the implant screw vent. No significant damage was identified. Product was measured and matched to the DHR print description. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was none the reported device was located on tooth #4 and was used for approximately 1 month and 2 days. X-ray or picture image was not provided. DHR review for the lot number (1224826) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Sterilization record (op150) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review by lot number (1224826) was performed for similar events and no other similar complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (pain) or product (tsvtb10). Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable. A definitive root cause could not be identified. However, based on the investigation and risk review, the most likely causes for the reported event is implant material rejection; allergies, sensitivity.

Event description:
No further event information available at the time of this report.